Event description:
Reportable based on the device analysis completed on 07nov2023. It was reported that the coil was stuck in the catheter. The target lesion was located in the internal iliac artery. An 8mm x 20cm interlock was selected for use. During the procedure, the coil was advanced inside stc18 microcatheter, however the position was not good, and the device could not be deployed. After adjustment, the device was deployed again, but the coil was stuck in the catheter and could not be pushed out. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure. However, device analysis revealed that the pusher wire detached at the distal section.

Manufacturer narrative:
The pusher wire and the introducer sheath were returned for the analysis. Visual and functional inspection were performed on the device. The pusher wire was kinked and detached at the distal section. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No more damages were observed. The functional inspection could not be performed due the main coil was not returned.